Event description:
While standing at gantry end of table, the technologist was attempting to reposition the pt. In the process, the technologist inadvertently stepped on the table down foot switch. The table moved downward on the technologist's knee, trapping the technologist's leg in position on the foot switch. Another technologist pulled the technologist's foot off the switch before serious injury occurred.